Event description:
Patient was placed on prismax for crrt, and the thermax blood warmer stopped working. Patient became hypothermic to 35.5 degrees celsius. He was placed on a warming blanket and temperature slowly improved, however patient is not tolerating his dialysis because the thermax is broken on this machine. Patient at risk for losing blood if he needs taken off his crrt early due to thermax malfunction.